Manufacturer narrative:
Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high blood glucose, or diabetic ketoacidosis (dka). Per tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. During system check with tandem technical support, customer reported reusing cartridge and adding insulin during the load sequence. Technical support educated customer not to reuse cartridges or add insulin to the cartridge during the load sequence per the user guide. Customer changed pump supplies to address the issue and resumed insulin delivery. Customer's blood glucose was approximately 270 mg/dl at time of alarm.